Manufacturer narrative:
Correction: section d9 - device available for evaluation. Additional information: section g3 - date received by manufacturer, section g6 - type of report, section h6 - evaluation codes, section h10 - manufacturer narrative. The evoke closed loop stimulator (cls) was not returned to saluda for analysis. A definitive root cause of the patient¿s pain at cls implant site is not able to be determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include inadequate pain relief following system implantation or over time and the patient may require surgery (including revision, explant, and replacement) as a result.¿ a DHR review determined the device met all requirements for release with no anomalies detected.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
During a routine follow-up visit, a patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the closed loop stimulator (cls) implant site. An explant was completed.